Event description:
Patient had a port placed on in interventional radiology by physician assistant for chemotherapy. Two days after the hospitalist charted redness and tenderness overlying central line site. Blood culture and catheter tip culture grew mssa (methicillin-resistant staphylococcus aureus). Port was removed two days after. Noted purulence at the access site. During the root cause analysis, infection control ask that the manufacture of the port be notified in case of contamination during manufacturing. Powerport¿ clearvue¿ isp implantable port - ref #1608052 ref, lot #rejn1642. Manufacturer response for port catheter, implanted, subcutaneous, intravascular, powerport clearvue (per site reporter). No response yet as of 12/19.